Manufacturer narrative:
Retainer ring missing. Customer returned insulin pump for an alleged blank display/physical damage/moisture damage on (B)(6) 2021. The thus download was successful. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted in the pump trace download. Device passed sleep current measurement, active current measurement and self test. No blank display noted during testing. Device was received with partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked select button keypad overlay, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap does not lock properly into place. Unable to perform displacement test due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 / pcba 2 / force sensor. In conclusion, blank display was not confirmed. Device exposed to moisture confirmed. Cosmetic damage was confirmed on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had fell into water while boating and pump was no longer working. The insulin pump exposed to water and there are cracked on it. Customer stated the pump was not dropped. Customer stated they do hear fluid when shaking the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.